Event description:
Crack in the pump segment next to the connector on the venous side. Product did not leak until the pt was on. <100 cc blood loss. No pt injury or intervention. Lines changed and treatment resumed.